Event description:
Per complaint (B)(4), after clinical procedure, broken or fractured component.

Manufacturer narrative:
Patient's weight and age are unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.